Event description:
The customer reported a pads/paddles failure during the operational check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.